Event description:
It was reported that the bulb on the unit went out during a procedure. It was further reported that another bulb was available and the procedure was completed successfully. There were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.